Manufacturer narrative:
Per the user guide: the t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the customer received an occlusion alarm occurred. Reportedly, the customer was using admelog insulin within the pump supplies. Tandem technical support (cts) informed the customer that admelog insulin is off label per the user guide. Subsequently, the customer went to the emergency room (ER) due to a blood glucose (bg) level of 471 mg/dl. Customer was treated with intravenous fluids of saline and insulin which resolved the issues. At the time of the report with cts there was no known permanent damage and the customer was still admitted in the ER. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.